Event description:
Caller stated that the inform base unit had yellow scorch marks and signs of burning. Upon review by the manufacturer's investigation unit, the base unit had charred connector pins and the plastic in the housing around that area was melted. No adverse event reported. Suspect device was returned and replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.